Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on november 15, 2024 at home. The last known product(s) for this customer are as follows: mmt-399a, mmt-326, mmt-1884. Information was obtained from the reporting person as per deceased reporting troubleshooting guidelines. The cause of death was probable diabetic reaction/metabolic ischemic. The pump was worn at the time of passing. It was unknown whether the auto mode feature was active at the time of the event. No product return is required for mmt-399a. No product return is required for mmt-326. Product return is expected for mmt-1884.